Manufacturer narrative:
Section b1: corrected data. Sections a1, d10, h3, h4: additional information. Manufacturer¿s investigation conclusion: the reported events were confirmed through the analysis of a data log file retrieved from a related centrimag 2nd gen primary console (serial number (B)(4). The retrieved data log file captured the console supporting a system for over 711 hours at a speed of approximately 4600rpm and a flow of approximately 4.5lpm. However, at approximately 1:45am on (B)(6) 2019 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. As a result of this event pump speed dropped to 3200rpm and the flow reading became blank at 0lpm. Soon after the console alarmed with an set pump speed not reached:m5 alarm. Attempts to adjust pump speed were unsuccessful and the flow remained at 0lpm until the console was powered down. The returned centrimag motor (serial number (B)(4) was evaluated and tested by the service depot. The reported issue could not be duplicated during their evaluation. The motor was tested for an extended period of time along with its related 2nd gen primary console (serial number (B)(4) and flow probe (serial number (B)(4). The motor operated as designed at all speeds without any issues or flow blanking being reproduced. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. Visual inspection of the motor's cable did not reveal an issues. The returned motor was found to function as intended. As a result, the root cause of the events captured in the retrieved data log file could not be conclusively determined. The tested motor was returned to the customer site. Reports of similar events are being tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: the device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Section d3 and g2: corrected data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2019 that around 2230 after 20 hours on ECMO the centrimag console alarmed that ¿set pump speed not reached¿ with the flow showing dashes ¿-¿. The rpms set at 4800 dropped to 3600. The flow probe was moved to a different part of the tubing but didn¿t change any parameters even after lowering manually the rpms, the backup console was booted up and clamped out the outlet of the pump head and was transferred to the backup motor head. The flow was re-established but noticed the original motor was very warm to the touch. A backup cart from the operating room was brought up and tested separately the flow probe and the motor head on the primed circuit worked as intended. Epats event form was started. No further information was provided.